Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."

Event description:
The customer was sent the byte evaluation link for alignment concerns with upper and lower teeth with the goal for dual overcorrections. In the byte evaluation, the customer shared concern about their bite feeling off and that some teeth on their right side feel worn down in spots. In addition, the customer shared that they were eating and a small piece of a tooth on the bottom right chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.